Event description:
An incorrect sheath was in the insertion kit within the user carton with iab s/n g1054998. Another insertion kit was opened and the correct sheath was used with this iab. (Event complications: unknown-reported 2/25/97. (Pt's current status: unk-rpt'd 2/25/97.)

Manufacturer narrative:
Laboratory examination revealed that the iab was returned along with a 10 french, 6 inch sheath/hemostasis valve assembly, and dilator. The actual insertion kit and packaging material were not returned for examination. Probable cause of difficulty: shipping records indicated that the proper insertion kit was packaged with the iab. It was not possible to verify the rpt'd difficulty based on what was returned for evaluation. Having the opportunity to examine the original packaging material would have provided useful info.